Manufacturer narrative:
Tracking# 50186.

Event description:
It was reported the er420 was used during a laparascopic cholecystectomy. It was reported by the affiliate that the clip malformed. Ther was no consequence to the patient.